Event description:
The customer initially called to report no delivery alarms. The customer then stated she had been hospitalized for diabetic ketoacidosis. Prior to the hospitalization, the customer stated she changed the infusion set several times and gave manual injections but the high blood glucose levels continued. The customer also stated she had an infection. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.